Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). The devices were not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that eight patients with atrial fibrillation underwent pulmonary vein isolation (pvi). The patients required readmission for heart failure management within one week of their procedure. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, these events are unrelated to the device and most likely related to the procedure. Title: "incidence and risk factors for symptomatic heart failure after catheter ablation of atrial fibrillation and atrial flutter." The purpose of this study was to determine the incidence and risk factors for development of symptomatic heart failure (hf) following catheter ablation for atrial fibrillation (af) and atrial flutter. The study was conducted between november 2013 and june 2014. Suspect device is thermocool sf catheter, however catalog and lot number are unknown. Other serious adverse events were reported in this article: eight pvi patients readmission for heart failure management. Six pvi patients prolonged index hospitalization. Fifteen pvi patients heart failure. Two cti patients heart failure. Two cti patients prolongation of their initial hospitalization. Two cti patients readmission for heart failure management. The awareness date for this complaint is 09/25/2015 because the article was reviewed on 09/25/2015.